Event description:
When trying to disconnect the IV, the male end of the IV extension tubing broke off in the patients' peripheral IV j-loop port. This happened on 2 separate occasions with 2 different patients. No patient harm: IV j-loops and IV lines replaced.what was the original intended procedure?disconnection of IV.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.